Event description:
It was reported via medwatch "patients port line broke. Patients port line broke. It was a powerloc¿ max power-injectable infusion set, 20 gauge x 0.75 m. (Ref # (B)(4)). It broke right at the end of the tubing where the clave connects. It had a crack in it, and was leaking intravenous sodium bicarbonate everywhere. We used stop and resolve to re-access the patient and changed the tubing.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.